Event description:
The customer reported false positive architect total b-hcg results for one patient while running on the architect i2000sr analyzer. The following data was provided: on 19jan2024 (both samples from same patient): sample ID (B)(6): b-hcg results = 80.34 and 75.81 miu/ml sample ID (B)(6) b-hcg results = 64.03 and 69.69 miu/ml (reference range for architect b-hcg: </= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive) the clinician and pathologist were concerned of these results as both samples were tested on the vidas platform and obtained a result of < 2.0 (negative) for both samples. On (B)(6) 2024, the customer provided additional testing of the patient. The patient was treated for cystitis with antibiotics. The following results were as follows: the initial result was negative at the customer's site that is why the clinician questioned the positive hcg results when ran on the architect. On (B)(6) 2024, the customer retested on a new blood draw which generated a result of 72.44 iu/l on the roche platform for sample ID (B)(6). The sample was sent to an outside lab named pathcare where the hcg result of < 1 iu/l was generated using an alinity I series platform with sample ID (B)(6). The patient was redrawn again and tested negative for hcg on the vidas platform. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect i2000sr, serial number (B)(6), and observed leaking trigger and pretrigger valves. The parts were replaced, and the issue was resolved. The manifold valves kit (rohs) (7-77612-03) were determined to be the likely causes of the result issue. No additional result issues have been reported since service activity. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends for the valve, manifold kit (rohs) or the architect i2000sr, serial number (B)(6). The device history record was reviewed and did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the architect i2000sr, serial number (B)(6) or the valve, manifold kit (rohs).

Event description:
The customer reported false positive architect total b-hcg results for one patient while running on the architect i2000sr analyzer. The following data was provided: on (B)(6) 2024 (both samples from same patient): sample ID (B)(6) : b-hcg results = 80.34 and 75.81 miu/ml. Sample ID (B)(6) : b-hcg results = 64.03 and 69.69 miu/ml. (Reference range for architect b-hcg: </= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive). The clinician and pathologist were concerned of these results as both samples were tested on the vidas platform and obtained a result of < 2.0 (negative) for both samples. On (B)(6) 2024, the customer provided additional testing of the patient. The patient was treated for cystitis with antibiotics. The following results were as follows: the initial result was negative at the customer's site that is why the clinician questioned the positive hcg results when ran on the architect. On (B)(6) 2024, the customer retested on a new blood draw which generated a result of 72.44 iu/l on the roche platform for sample ID (B)(6). The sample was sent to an outside lab named pathcare where the hcg result of < 1 iu/l was generated using an alinity I series platform with sample ID (B)(6). The patient was redrawn again and tested negative for hcg on the vidas platform. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (all sample ids are for the same patient). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.